Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: after the instrument have been through the cleaning process there are still debris behind the four small balls in the head of the instrument and the instrument are there for taking out of production. They ask for a specific cleaning instruction for the instrument in order to get the instrument set ready for operation. It is needed urgently since they need the instrument for hemi arthroplasty operations, and the instrument are taking out of production until they get the needed information. Pictures from the sterile department are enclosed the complaint. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device exhibits a condition consistent with normal use. No foreign substance was observed on the surface of the four ball plungers. Per IFU-0902-00-721, care should be taken to remove any debris, tissue, or bone fragments that may collect on the instrument. Instruments with cannulas, moving parts, or spring mechanisms require additional cleaning steps to ensure proper removal of all trapped debris. In addition to other important steps to follow, the IFU instructs the use of a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard-to-reach areas of the device features. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed and it revealed the four ball plungers at the distal end were functioning. The complaint condition was not replicated. The overall complaint was not confirmed as the observed condition of the s/c trial handle angled would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2/20/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU-0902-00-721. A manufacturing records evaluation (mre) was performed and no non-conformances related to the reported event were found. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the instrument, which was 4-6 weeks old, had been through the cleaning process, there was still debris behind the four small balls in the head of the instrument and the instruments were taken out of production until specific cleaning instruction is received. There was no delay to surgery.